Event description:
It was reported that the screw portion of the abutment (ieha344) fractured. The fractured portion was removed. There was no report of patient impact.

Manufacturer narrative:
This report is being submitted to relay additional information to supplement. The reported device was received for evaluation. Visual inspection confirmed that the screw is fractured a the top of the threaded region. The drive feature is worn from use. The other portion of the abutment and fractured screw were not returned. The reported condition, " screw portion of the abutment fractured" is confirmed, however no issues were identified during investigation that indicate that the device could have caused or contributed to the reported event. A device history review (DHR) was not performed as the reported device lot is unknown. A complaint history review was not performed as the reported device lot is unknown. A definitive root cause could not be determined. Probable causes of the reported event are listed in the product risk management file and may include overtightening (excessive torque), improperly torqued screw, imbalanced occlusal load (inadequate occlusal adjustment), parafunctional habits of the patient, improper restorative component selection for functional loading and improper component placement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw portion of the abutment (ieha344) fractured. The fractured portion was removed.